Event description:
The technician reported the brakes set but are not holding at the head end of the stretcher the stretcher was located in the basement at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found the set screw in the hex rod had broken off resulting in the hex rod not connecting with the head end brake caster. This prevented the brake casters from holding. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2006 through 2008. It is unknown if the facility performed any other preventative maintenance on this bed. The hex rod, set screw and oil lite bushings were replaced by the technician to resolve the issue. Based on this information, no further action is required.